Event description:
Initial results for three pt potassiums were 6.7, 6.8 and 6.6 mmoi/l. When repeated, the results were 4.0, 4.1 and 3.9 mmoi/l. The incorrect results were not reported. The field service rep found the ise tubing was damaged and repaired the instrument by replacing the damaged tubing.